Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited rising impedance since (B)(6) 2018 as well as high threshold which was consuming the battery life of the device. The left ventricular lead also exhibited high threshold. The patient presented for right ventricular lead extraction and a possible left ventricular lead revision. During the procedure, the bundle branch was hit but the left ventricular lead was able to effectively pace bipolar and the patient's intrinsic rhythm returned shortly after being paced at backup. Nearing the end of the lead extraction, the spectranetics bulldog lead cutter punched through the right ventricle as the lead popped out causing perforation and cardiac tamponade. The physician was able to rush in quickly addressing the puncture and sewing it up hastily. The right ventricular lead was extracted and the left ventricular lead was capped on (B)(6) 2018. Two epicardial left ventricular leads were placed and a new right ventricular lead was implanted. Final device measurements were within normal range. The device measurements were checked one day post operation and checked our great. The patient was stable.